Event description:
It was reported on (B)(6) 2025, that a selenia dimensions mammography systems, 3d jerks when turning to the left. A field engineer assessed the device and found screws were loose causing shaking. The field engineer replaced all of the screws, completed necessary calibrations and verified that the device is operating in accordance with manufacturer specifications.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, it was reported that the system was jerking and during rotation and making noise. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 481 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the complaint review identified that the vta bolts were not original to the system therefore, the DHR was not reviewed. System product code: sdm-sys-6000-3d. Serial number: (B)(6). System manufacture date: 4/27/2017. System installation date: 5/16/2017. Unique device identified (UDI): (B)(4).